Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no defects were observed relating to underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had insufficient pressure. The following information was provided by the initial reporter. The customer stated: adr complaint- no specific "serious injury" reported. After admission, follow the doctor's instructions and collect blood from the child according to the technical specifications of aseptic operation. When collecting blood, no blood will enter the test tube until there is no negative pressure. The amount of blood collected is small. The laboratory department called and notified that the blood volume was not enough to test all items in the test tube. He had to puncture again and collect blood samples again, causing secondary harm to the patient. Injury: serious injury.